Event description:
A report was received via social media that the patient was allergic to titanium hardware. Fever and flu like symptoms were noted. The patient underwent an explant procedure. No further information could be obtained at this time.